Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is completed.